Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per physicians preference.